Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump was alarming no delivery. The customer was laying down watching tv when the alarm occurred. The customer's blood glucose was 116 mg/dl. Troubleshooting was performed for no delivery during basal, bolus, and fixed prime. Customer was advised to disconnect at the quick release and perform a manual prime; insulin did not exit and the device alarmed. The customer was then advised to manually push the insulin using a plunger. Customer stated insulin did not exit and there was greater than normal resistance. The customer was advised the alarm occurred due to an infusion set and reservoir connection. The customer will change out the entire set. The customer is not returning the reservoir for analysis.